Event description:
Patient reported, unknown side. "Contracture", baker grade unknown and recall. This is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade ii with stiffening and deformation. This record is no longer reportable to FDA and will be un-reported. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09/aug/2024.

Event description:
Patient reported right side capsular contracture, baker grade ii with stiffening and deformation. This record is no longer reportable to FDA and will be un-reported. The device remains implanted.